Event description:
It was reported that a clinical study patient underwent a surgical revision due to pain at the anchor site. The event was deemed to be related to the procedure and possibly related to the device hardware.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial/ batch: (B)(6). Product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial/ batch: (B)(6).

Event description:
It was reported that a clinical study patient underwent a surgical revision due to pain at the anchor site. The event was deemed to be related to the procedure and possibly related to the device hardware. Additional information was received that the patient's clik anchor and two leads were explanted during the surgical procedure.